Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and patient was doing well postoperatively. The explanted ipg will not be returned.